Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jun-19 through may-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4). H3 other text : device not returned.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm. The customer noted that there was blood seen in the catheter and took the patient to the cath lab to remove the iab. The physician stated that the iab did not need to be removed because the blood was not an issue and to silence the alarm if it occurred again. As the patient returned from the cath lab, the alarm was sounding again. After inspection, it was revealed that the blood was simply in the plastic catheter covering from the site to the statlock. There was no evidence of blood in the helium tubing or catheter extension. It was confirmed that the alarm was not related and the physician had no reason to remove the iab. Troubleshooting the alarm revealed that the patient had been moved at the time of the alarm onset. The alarm history revealed all 10 alarms had been in the previous few minutes because the cath lab transporters were not using the iab fill key. The patient is vented with a positive end-expiratory pressure (peep) of only 5 cm h20, is not flexed, does not have a large belly or chest, and is not currently febrile. There was no patient harm or adverse event reported.